Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl and shakiness. Reportedly, the customer delivered too large of a correction for the amount of carbohydrates consumed. Additionally, the customer's continuous glucose monitor was not available and customer was relying on bg meter to check bg levels. Reportedly, the customer required assistance from parent to treat bg level. No additional information was provided.